Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd) and battery depletion (bd) error message. A new device was implanted. No additional adverse patient effects were reported.